Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock/ therapy due to incorrect interpretation of signal. No intervention was performed, and the patient's status was unknown.